Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted in the patient. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that prior to a scheduled retrieval, fluoroscopy demonstrated that two ivc filter limbs were outside of the cava wall, one of which was detached from the filter. The filter retrieval was not performed and there are no plans to retrieve the detached component. The patient is asymptomatic.